Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2019-09153, 1627487-2019-09154. It was reported that the patient could no longer feel effective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced, resolving the issue.